Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that while doing incoming inspection, the hospital asset numbers on the front shell showed that the panels were installed onto the wrong arctic sun devices (#(B)(4)) (#(B)(4)). Biomed had two arctic sun devices which was sent for the 2k hour preventive maintenance. Another observation was the system and pump hours on both devices did not line up with what they left with (#(B)(4)) (#(B)(4)).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that while doing incoming inspection, the hospital asset numbers on the front shell showed that the panels were installed onto the wrong arctic sun devices (B)(4). Biomed had two arctic sun devices which was sent for the 2k hour preventive maintenance. Another observation was the system and pump hours on both devices did not line up with what they left with (B)(4).

Manufacturer narrative:
The reported issue was unconfirmed. No root cause was able to be determined as the device met specifications during evaluation. The device was evaluated and the reported issue was not able to be confirmed as the issue was not found during inspection. Bmd investigation indicates that the reported issue was unconfirmed and not a manufacturing or supplier related failure. DHR review not required. Based on the results of the investigation, no additional actions are needed. The reported event is unconfirmed, labeling/packaging review is not required. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that while doing incoming inspection, the hospital asset numbers on the front shell showed that the panels were installed onto the wrong arctic sun devices (B)(6). Biomed had two arctic sun devices which was sent for the 2k hour preventive maintenance. Another observation was the system and pump hours on both devices did not line up with what they left with (B)(6).